Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in emergency room after receiving inappropriate therapy for atrial fibrillation with rapid ventricular response. The physician elected to make adjustments to the patient's medication. The patient will continue to be monitored.